Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found. This report was initially filed on (B)(6) 2018 but the acknowledgement failed due to coding updates on (B)(6) 2018.

Event description:
It was reported to nevro that the patient developed an epidural hematoma after the lead was implanted. The lead was explanted and the bleeding was stopped. The patient is doing well and recovering in the ICU. There have been no reports of further complications regarding this event.